Manufacturer narrative:
Based on information provided, kci found evidence of superficial punctures and thermal damage to the activ.a.c.¿ power cord. The timing of the damage is indeterminate. Kci quality engineering determined the cause of the damaged insulation on the power cords is most likely user mishandling. It was confirmed that no harm or injury occurred to the patient or others due to this event. Device labeling, available in print and online, states: warnings: important information for users: -ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. -do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn or damaged, contact kci. -do not connect this product or its components to devices not recommended by kci. -keep this product away from heated surfaces. -although this product conforms to the intent of standard iec (B)(4) in relation to the electromagnetic compatibility, electrical equipment may produce interference. If interference is suspected, separate the equipment and contact kci.

Event description:
On 28-apr-2021, the following information was reported to kci by the patient: the power cord became hot and allegedly caught on fire. The patient unplugged the power cord from the activ.a.c.¿ ion progress¿ remote therapy monitoring system. There was no harm or injury reported with the event. On 04-may-2021, the following information was reported to kci by the patient: the reported fire was described as a "small flame" close to the brick along the power cord. The patient allegedly "blew out the flame" and immediately unplugged the device. The power cord exhibited a small amount of smoke and was the only component damaged. The patient confirmed that no injuries were received to self or others from the event. On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the unit was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. External inspection of the power cords revealed damage to the outer and inner insulation resulting in exposed wires. The area surrounding the inner insulation exhibited thermal damage. The outer insulation had superficial punctures proximal to the site of the damage, indicating the damage originated external to the power cords. The cause of the damage insulation is most likely user mishandling of the cords.